Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging that the letters on the display of the subject meter were too small to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.